Event description:
It was reported that a customer experienced a cgm error with error code 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to perform a pump reset and successfully started their sensor session afterward.